Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. There was no allegation or indication of an edwards device malfunction. Review of complaint data reveals the patient had a short left main height. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. There was no imagery provided to review. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients. The following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. In this case, the event appears to be related to patient factors, (prophylactic coronary protection with anticipated possible coronary obstruction) complicated by procedural factors (stent became trapped in the valve frame upon removal). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral valve in valve (20mm s3 in a 21mm surgical valve) tavr procedure there was a predetermined need for protection of the left coronary system due to the patient's short left main height. A wire with stent was placed in the left circumflex artery prior to valve deployment. The 20mm sapien 3 valve was able to be implanted successfully with no residual pvl. Upon removal of the wire and stent however, the coronary stent became trapped behind the valve. Therefore, a decision was made to deploy the stent in the mid lcx to prevent stripping or further harm. Post op information did not list any tavr valve related complications and the patient was discharged on pod 3.